Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: review of the photo of the device confirms the failure mode. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement, dr. (B)(6). (B)(6) hospital, (B)(6) 2018. Strike head of the locking shaft, has become separated from the shaft of the instrument - unable to fully lock the reaming guide into position. Surgeon still able to use the device - to insert the reaming guide, but slight extra care taken in this step, so the guide would not come loose. Guide implanted in correct position. Patient outcome post surgery: surgical step proceeded without incident. Male patient initial (B)(6).